Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. Reference is made to ams ¿ intexen lp porcine dermal matrix, however, no clarifying information is provided. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, extrusion, urinary/bowel problems, organ perforation, bleeding, recurrence, dyspareunia, and vaginal scarring. It was reported that patient underwent excision of mesh on (B)(6) 2006, and 11/19/2008 due to recurrent erosion of tvt tape. No additional information was provided.